Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod for an unspecified amount of time. When removed from the infusion site, the pod's cannula was found to be dislodged. Additional method of treatment was not provided.

Manufacturer narrative:
The pod was received with the cannula fully deployed. Inspection of the needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The exposed soft cannula for the received pod was found to be kinked. It could not be conclusively determined when this damage to soft cannula occurred. The pod download data showed 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin.